Event description:
It was reported that the patient had phrenic nerve/diaphragramatic stimulation and the thresholds were noted to be chronically high. The device reached elective replacement indicator in less than 48 months and had possible premature battery depletion. The left ventricular lead was programmed off, and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and analysis of the returned device was inconclusive.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 429688 implantable pacing lead 2012-(B)(6): 6947 implantable tachy lead 2012-(B)(6); 4592 implantable pacing lead 1999-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.